Manufacturer narrative:
Product complaint (B)(4). Corrected b5 narrative: it was reported that the patient underwent a laparotomy hartmann/ resection of the rectosigmoid colon surgery on (B)(6) 2019 and the barbed suture was used for wound closure by continuous suturing on the fascia. Herniation of the fascia occurred in the ward. The dehiscence was re-sutured on (B)(6) 2019 during the hospitalization and the patient was re-sutured with a different suture during the procedure. It was reported that during the re-operation, the barbed suture was not broken and the patient¿s fascia was fragile. It was reported the surgeon opined there was tissue damage from the anchors. A contributing factor was reported to be that suturing was too tight and the pitch and bite were short. The patient¿s hospital stay was extended. It was reported that the patient was discharged from the hospital and recovered completely.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/3/2020. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Lot number? The lot number is unknown. What is the patient¿s current status? The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure lot number? What is the patient¿s current status?

Event description:
It was reported that the patient underwent laparoscopic-assisted left colectomy on (B)(6) 2020 and barbed suture was used for wound closure by continuous suturing on the fascia. The device was used for a small incision on the left rectus abdominus. Herniation of the fascia occurred in the ward. The dehiscence was resutured on (B)(6) 2020 during the hospitalization and the patient was resutured with a different suture during the procedure. It was reported that during the reoperation, the barbed suture was not broken and the patient¿s fascia was fragile. It was reported the surgeon opined there was tissue damage from the anchors. A contributing factor was reported to be that suturing was too tight and the pitch and bite were short. The patient¿s hospital stay was extended. It was reported that the patient was discharged from the hospital and recovered completely.